Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. Lead and device were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.